Manufacturer narrative:
Bd awareness date was reported incorrectly. The correct awareness date was 09/14/2017.

Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: three (3) used samples of 50pf lot 1704261p were received. On visual inspection of the 3 used samples received it can be observed leakage between stopper ribs. No damage or molding defect can be observed in the syringes that could have caused this defect. The stopper is correctly assembled in the three samples. Ten retained samples of 50pf lot 1704261p are evaluated. On visual inspection of these ten retained samples no damage or molding defect can be observed in the syringes that could have caused this defect. The stopper is correctly assembled in all of them. A device history record of lot 1704261p has been reviewed not finding any annotation or deviation regarding the alleged defect. Syringes are washed with alcohol isopropyl and they are disassembled not observing any damage or molding defect in the plunger rod that could have caused leakage. They are filled with the propofol not observing any leakage through the stopper. Leak test is performed with the 10 retained samples and the syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples tested meet iso7886 annex d, a definitive root cause cannot be determined. A fast plunger withdrawing cause a vacuum to be created in the syringe high enough to cause the air contained between the two ribs of the stopper to be released and these get filled with the liquid. The leakage can be caused by bending the plunger when the syringes were almost filled that caused the separation between the stopper and the internal wall of the barrel. When withdrawn is performed till the maximum capacity of the syringe and the plunger is moved applying high flexion in perpendicular direction to syringe axis instead of parallel direction, leakage could happen between stopper rings even behind the stopper. UDI#: (B)(4).

Event description:
It was reported that the bd¿ perfusion syringe (14 g x 1 1/4 inch) leaks due to the plunger/rubber stopper moving when drawing medication. There was no report of exposure, injury or medical interventions.